Manufacturer narrative:
Added manufacturer contact office telephone in section g1 updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Since no product was returned for evaluation, no non-conformance was identified and no root cause could be determined.

Manufacturer narrative:
Corrected section h6 (device code) initially it was reported that, during hypotension event due to sepsis, the hemosphere monitor prevented a correct pressure waveform analysis as per further investigation, it was clarified that the issue was not related to the monitor but to an unknown cable physically damaged in the part that connects to the hemosphere monitor, preventing continuing with a correct pressure waveform analysis 45 minutes after the patient suffered an hypotensive event due to sepsis. Therefore, vasopressor pharmacological support was continued only with the invasive arterial pressure (abp). Broken pins or any type of physical damage can be due to user handling or packaging/shipping. In some cases, the product will not be able to be used or the damage will not affect the performance. In other cases it may result in the device not working. This will require standard trouble shooting. If needed, the product can be replaced with minimal delay in monitoring/treatment. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.

Event description:
As per customer feedback survey, during hypotension event due to sepsis, this hemosphere monitor wire malfunction prevented a correct pressure waveform analysis. Therefore, it was not possible to reduce hypotensive episodes and guide the use of vasopressor agents. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation since this was a survey and hospital is confidential.